Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion with 85% stenosis in the mid circumflex. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It is reported that the stent had a burr. It is indicated that the burr occurred during positioning of the stent, when passing through the lesion site. No patient injury is reported. Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands but not meeting specifications due to deformation of the distal segments. Deformation w as evident to the 1st distal stent segments with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.